Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the patient presented to the emergency room complaining of dizziness earlier in day. Upon device check, the atrial and ventricular leads exhibited noise causing auto mode switch episodes. It was noted that the atrial lead impedance was also low and the right ventricular lead had an auto polarity switch on (B)(6) 2019 for impedance. Both leads were extracted on (B)(6) 2019. Severe bleeding was noted during the extraction procedure and open heart surgery was needed to stop the bleeding. Patient's condition was stable on (B)(6) 2019.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited low impedance and p-wave amplitude variation. The device was reprogrammed to unipolar mode. The patient will continue to be monitored on merlin.net.